Event description:
Patient received an extra large custom cranial implant in (B)(6) 2008 that may have been involved with serious infections and multiple operations until it was removed in (B)(6) 2009.

Manufacturer narrative:
Device not being returned. Informed via legal letter. Investigation in process but not yet complete.